Manufacturer narrative:
The cause of the initially elevated advia centaur xp (B)(6) result is unknown. Based on the information provided, there was a possible issue with the original sample. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. Qc was acceptable at the time of the event and results of other samples tested around the same time were reproducible upon repeat testing. The issue appears to be sample specific. No further investigation is required.

Event description:
Customer observed an positive advia centaur xp (B)(6) result that was (B)(6) on a second sample from the same patient. The initial sample was re-tested and resulted as (B)(6) as well. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur (B)(6) result.